Event description:
It was reported upon removing the plate during revision surgery several of the locking mechanism stripped and the plate broke. No pt complications were noted during surgery.

Manufacturer narrative:
(B)(4): the plate was returned for eval. Visual examination confirmed the plate separated; only one segment of the plate was returned. Witness marks on the anterior face of the plate were consistent with implant/explant damage. The plate locking mechanism appears to have been stripped, not allowing screw removal. Optical inspection of the plate ratcheting catch features revealed severe material gouging on the sides and material displacement consistent with overextension. Asymmetrical abrasions were noted on the slide area of the component which interfaces with the intermediate component, and the window area which interfaces with the ratchet release instrument.